Manufacturer narrative:
Additional information: b5.

Event description:
Additional information: there was no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6) canada (B)(6). D4: only di provided as lot number is unknown.

Event description:
The event involved a stopcock 4-way 5 gang with baseplate rotating luer and it was reported that the luer lock on manifold became completely disconnected from the needless connector on the patient's central venous catheter (cvc) on two occasions. There was patient involvement, and unknown patient harm.

Event description:
The following additional information was received on (B)(6) 2026: the patient experienced brief periods where vasopressor support was interrupted causes some hemodynamic instability. There was patient involvement and no patient harm.

Manufacturer narrative:
Additional information can be found in b5 and d10 concomitant products. D9 - date returned to MFR: 3/6/2026 received one (1) used ac205 stopcock w/baseplate for inspection. No defects or anomalies noted. The set was leak tested from each access point. There was no leakage and each connection was secure with no propensity to disconnect. The male and female luer were measured and found to meet iso standards. The reported complaint could not be replicated or confirmed.